Event description:
Per the clinic, the patient exhibited fluctuating impedances. Three atypical electrodes were identified, and open circuits were observed on 18 electrodes. The implanted device remains. It is unknown if there are plans to explant the device and reimplant the patient with another cochlear device as of the date of this report. Additional information has been requested but has not been made available as of the date of this report.